Event description:
It was reported that approximately 30 minutes after starting dialysis treatment with a polyflux 140h, a patient experienced chest tightness and discomfort and felt nauseous. Oxygen was administered, hdf was suspended and the dialyzer was replaced. The patient's symptoms improved without any discomfort. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.